Event description:
A malfunction occurred with the pump reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction happens again.